Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted after reaching elective replacement indicator (eri). The physician reported that the device estimated battery longevity dropped from 1 year remaining in september 2024, to eri in february. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of device memory noted no suspicious faults or resets. A diagnostic review was performed and confirmed the power level consumption was stable over the past year. The actual battery voltage was outperforming the nominal battery voltage and then dropped to nominal voltage. The device was passed returns product testing, expect for the battery usage for inductive telemetry test, which failed. Review of device battery voltage shows the voltage measurement outperforming the nominal model. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was removed, and the internal visual inspection did not reveal any abnormalities. The battery voltage was measured at 2.329 volts (v). The battery was removed, and the hybrid was attached to an external power supply, set at 3.0 v, and the current drain was noted to be normal. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states

Event description:
It was reported that this pacemaker device was surgically explanted after reaching elective replacement indicator (eri). The physician reported that the device estimated battery longevity dropped from 1 year remaining in september 2024, to eri in february. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time the device has been returned, and analysis complete.